Manufacturer narrative:
Analysis found that the device came in with broken connector pins. Replaced cable and worn wave washer. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly. There was no known patient impact reported.